Event description:
The manufacturer received information alleging a dreamstation 2 device display would not come on. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device's pca had electrical damage and was burned resulting in a black screen. In addition, the device had error codes e200 (err_rtos_abort_error/pca component failure), e203 (err_rtos_no_message_available/pca component failure), e400 (err_message_crc_failed), the reusable pollen filter needed service, auto CPAP advance w/modem by change/ fail test post reboot, heater plate kit was contamination, blower had contamination, blower outlet seal/isolator kit had contamination, blower box kit had contamination, iso port kit had contamination, inlet/outlet seal had contamination, and the humidifier water tank had contamination. These were unrelated to the reportable malfunction/issue. The was returned unrepaired due to customer request. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.